Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later communicated on (B)(6) 2026 that the low flows were chronic and had been present longer than the known driveline fault alarms. They were less frequent and shorter in duration than they had been in the past. Prior interventions that reduced low flows were increasing antihypertensives (anti-htn) regimen and increasing per os (po) fluid intake. The patient was also known to have a non-obstructive extrinsic outflow graft obstruction (eogo) that has been stable on computed tomography (CT). The low flows did not resolve.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had known driveline faults (cs-194544). Log files were sent for review. The log files captured low flow alarms and known driveline fault events. The log file captured low flow events on 11mar2026 and 12mar2026. There did not appear to be any type of mechanical circulatory system (mcs) equipment issued causing these events. The log file showed one of the wires in phase 3 was likely fractured.